Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging throat is dry and sore. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleging throat is dry and sore. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 03/30/2023 for further evaluation. The device was evaluated on 05/30/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination device being very warm when in use, additional testing was performed. Using a pil known good humidifier filled with water and an asl 5000 breathing machine, pil ran therapy for 2.5 hours and took the temperature every 15 minutes. The temperature was measured at the top of the dreamstation with an extech non-contact thermometer. The results showed the CPAP base maximum temperature = 29°c. The outside enclosure temperature was within spec, according to prd (B)(4) v29. An internal visual inspection was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. There were also signs of water ingress in the blower box and on the blower motor. There was a slight floral smell in the blower box as well. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat is dry and sore related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.